Event description:
Blood backed into the system 95 pump. The intra-aortic balloon was not returned to datascope for evaluation. The intra-aortic balloon was discarded by the facility. (Event complications: none from the event - reported 7/10/98.) (Pt's current status: unk - reported 7/10/98.)